Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed a white particle floating in the fluid of the reservoir approximately 1.01 mm in length. The particle was identified to be an acrylic material via ft-ir spectroscopy testing. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received and the evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. The unit contained ceftazidime. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2.